Manufacturer narrative:
The patient's weight was obtained via follow-up and has been provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-32986. Additional information received revealed the patient's trial leads had been removed and the patient's issue resolved over time.

Manufacturer narrative:
Patient weight is unknown. Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, reference MFR. Report #: 3006705815-2020-32986. It was reported the patient began experiencing abdominal pain after being implanted with two trial leads. In turn, the patient was admitted to the hospital. Confirmation of the patient's status and removal of leads are unknown at this time.